Event description:
During an angiographic injection with contrast, it was reported contrast was observed flowing abnormally out of the catheter. The catheter was removed from the patient and found leaked at 10cm from the distal tip. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).